Event description:
On (B)(6) 2022 arjo was informed by medicines & healthcare products regulatory agency about an incident reported by the customer with the voyager portable ceiling lift and the easytrack portable installation system involvement. It was reported that during transferring a patient, the easy track installation frame started to tip forward. When the movement of the device was noticed, the transfer was stopped and the patient was safely lowered back on the bed. No injuries were reported. After receiving the information, arjo contacted the client. At this time, an equipment evaluation date is pending and additional details are unknown.

Manufacturer narrative:
The mhra reference number of the incident reported by the customer is (B)(4). Investigation is ongoing. The follow-up will be provided within next report.

Manufacturer narrative:
On 12th may 2022, arjo was informed by medicines & healthcare products regulatory agency about an incident reported by the customer with the arjo voyager 420 portable ceiling lift and the 2-post easytrack fs installation system involvement. The easytrack fs is a light-weight, temporary, portable and free-standing overhead lift track system. It was reported that during transferring a patient, the easytrack installation frame started to tip forward. When the movement of the device was noticed, the transfer was stopped by caregivers and the patient was safely lowered back on the bed. No injuries were reported. After receiving an information about the incident, arjo contacted the client to conduct the device's inspection. During a visit at the customer's site, an arjo representative evaluated the easytrack fs installation frame and found that the system is in good condition and assembled correctly. Based on the information provided, the equipment was installed by the medequip company which is the customer¿s 3rd party service provider also responsible for the maintenance. The last maintenance on the installation was performed on 3rd may 2022. The technician was unable to check the voyager ceiling lift's functions as it was not working due to a low battery. During the equipment evaluation, the technician observed that the easytrack installation frame was pushed back against the back wall as far as it was possible and the lifting area was located directly over the patient¿s head. It was easy for the service technician to pull the strap of the ceiling lift to the angle required to lift the patient from the bed and tilt the frame forward at the same time. In this way, the technician was able to recreate the reported incident scenario. In addition, the arjo representative noticed that the whole installation was mounted on a laminate surface floor, and the easytrack frame was easy to slide across the floor. Following the information provided by the technician, the room in which the device was located was also cluttered (there were a lot of furniture located). For this reason, the technician suggested that the entire installation might have been moved as far into the wall as possible to allow access to the patient. In an attempts to find the cause of the device malfunction, the manufacturer was contacted. Based on the information obtained and according to the easytrack fs instructions for use (document number: 001.17300.en): ¿the pick-up point shall be inside the transfer zone of 915-1020 mm from the head of the bed.¿ if not, it might have contributed to the instability of the device. The installation frame is a freestanding frame which is not attached to the floor. The technician mentioned that the whole installation was positioned on a laminate surface floor. Following the information provided by the manufacturer, there is no contradiction for laminate floor, but according to IFU ¿¿floor must be clear of any dust, grease, water or any foreign substance. Floor must have a slope of less than 0.5°¿. According to the information obtained during this investigation, the most likely cause of the instability of the easytrack fs frame was usage error due to improper device handling. To conclude, the arjo voyager 420 portable ceiling lift and the 2-post easytrack installation were used as a system for a patient handling when the installation started to tip forward and from that perspective the system failed to meet its performance specification. The complaint was decided to be reportable due to the allegation that the easytrack fs installation system had begun to tip forward. No injury was reported.